Event description:
During a clinic follow-up, diaphragmatic stimulation resulting in discomfort and an increase in the capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead on a pacemaker dependent patient. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.